Event description:
The report received from the affiliate indicated that during pci with this 3.0 x 33 mm cypher select + stent, the balloon catheter started to leak during inflation but the stent was deployed. No post-dilatation was required but then it was reportedly impossible to deflate the balloon. The surgeon detected an air leakage on the grey plastic base of the device. He put his finger on the leakage in order to deflate the balloon but did not succeed in deflating the balloon completely. However, he was able to remove it anyway, without causing any injury to the pt. The device appeared normal before the procedure.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it belongs to the same class of the device family of the cypher sirolimus drug-eluting stents that are distributed in the united states. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. The device is also available for analysis but has not yet been received for eval. Additional info has also been requested and will be submitted within 30 days upon receipt.